Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged keypad unresponsive/button error alarm, charge/battery lasts less than expected, cosmetic damage (cracked pump), prime/fill anomaly, and rewind anomaly found on (B)(6) 2021. Pump passed the self-test, sleep current measurement, active current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected prime/fill anomaly alarms noted during testing. Successfully downloaded history files and traces using thus. No confirmed prime/fill and rewind anomaly alarms in the pump downloaded history. All buttons function properly. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces. Pump passed the keypad voltage test. Force sensor zero offset within specification (23.5mv). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history. No unexpected battery related alarms during testing. The following were noted during visual inspection: cracked case above arrow and battery icon, minorly scratched lcd window, cracked keypad overlay, and pillowing keypad overlay. In summary, pump passed required testing. Customer alleged for prime/fill and rewind anomaly was not confirmed. Customer alleged for charge/battery lasts less than expected was not confirmed. Customer allegation for cosmetic damage (cracked pump) was confirmed during visual inspection where cracked case above arrow and battery icon and cracked keypad overlay was noted. Keypad unresponsive / button error alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad arrow buttons was harder to work and prime and rewind process takes longer to complete. Insulin pump was not alarming for low battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.